Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt was receiving constant alarms. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant alarming) has been confirmed. Upon evaluation, the monitor failed incoming testing and several components on the defibrillator board were open including resistor r45. An open r45 would have prevented proper charging of the high voltage capacitors leading to test failures. The root cause of the open components cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.